Manufacturer narrative:
As reported, patient developed abscess post usage of capsure straight fixation device. Based on the information available, no conclusions can be made as to what if any extent the capsure device caused or contributed to the patients post operative course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental MDR is submitted to report the corrected data in "labeled for single use" field. This supplemental MDR is submitted to represent capsure fixation device. An additional MDR is already submitted to represent 3dmax light mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during tapp laparoscopic procedure, capsure straight fixation was used to fixate the 3dmax light. It was reported that the patient developed abscess post implantation and underwent additional surgery for removal of the mesh and fasteners on (B)(6) 2023.

Event description:
As reported, during tapp laparoscopic procedure, capsure straight fixation was used to fixate the 3dmax light. It was reported that the patient developed abscess post implantation and underwent additional surgery for removal of the mesh and fasteners on (B)(6) 2023.

Manufacturer narrative:
As reported, patient developed abscess post usage of capsure straight fixation device. Based on the information available, no conclusions can be made as to what if any extent the capsure device caused or contributed to the patients post operative course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Not returned.